Event description:
It was reported that the ilet user experienced fluctuating blood glucose with a high of 345 mg/dl after a larger-than-usual dinner that included french fries, followed by morning downward trends and a low alert near 60 mg/dl. The event was associated with an incorrect meal announcement size and insufficient meal bolus, and the ilet delivered correction boluses and was used with oral glucose for treatment. Symptoms included hyperglycemia and hypoglycemia. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.